Manufacturer narrative:
The event of "sinus infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "sinus infection" is considered an unexpected adverse drug experience.

Event description:
Health professional reported the serious, non-device-related event of "sinus infection" after a patient was injected in the jawline with 4 syringes of juvéderm volux¿ xc. Treatment was required, noted as "amoxicillin." Event outcome is "recovered/resolved."